Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's contact reported the cycler alarmed for air detected in the cassette during fill 4 of 4. The alarm could not be cleared and treatment was cancelled. When removing the cassette the patient contact found fluid leaking inside the cassette area. The cassette was discarded. The patient contact was advised to contact the patient's nurse. During follow up the patient's nurse reported the patient did not have an adeverse event associated with the leak. The patient ws prescribed prophylactic antibiotic vancomycin 1g.